Event description:
It was reported that during a prostate procedure the tip of the fiber broke after 280,299j with 28 minutes of use. The tip of the fiber was not cleaned during procedure. The fiber was exchanged and the case was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Device evaluated by manufacturer - updated. Device eval by MFR sum attach? - updated. Evaluation method code - updated. Evaluation results code - updated based on investigation. Evaluation conclusion codes - updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device did not identify signs of breaks/fractures on the fiber tip. Analysis revealed that the glass cap bevel edge and metal cap were not aligned. The glass cap can rotate independently of metal cap and was protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface and indication of slight melting on output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. Based on damages observed, it is likely that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap due to glue failure. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Device analysis did not identify signs of breaks/fractures on the fiber tip and fiber body; therefore, the reported event cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a prostate procedure the tip of the fiber broke after 280,299j with 28 minutes of use. The tip of the fiber was not cleaned during procedure. The fiber was exchanged and the case was completed with a second fiber without clinical consequences to the patient.